Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the presence of a ruff in the insertion sheath indicates that stress was applied to the tip sheath while the internal blade (flexible shaft) was being driven. In that case, the internal blade (flexible shaft) could not be driven normally, and the sheath became entrapped, which was assumed to have led to the twisting of the insertion sheath as indicated. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the subject device presented a twisted probe coating. The procedure occurred during a diagnostic procedure, named intraductal ultrasonography (idus), and was completed with a back-up device. There were no reports of patient harm.